Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on an adc meter and the customer did not notice a trend arrow on the device. The customer experienced fatigue and had contact with a healthcare professional who advised them to take novolog insulin. The customer was hen able to self-treat with novolog insulin. There was no report of death or permanent impairment associated with this event.